Event description:
Invalid result(s). When the customer performed the test correctly, a red line appeared next to the t-line, and nothing next to the c-line. The customer confirmed that there was no visible line next to the c-line on the kit in question. The customer has thrown away the test cassettes in question.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cov4129001 were reviewed. After reviewing the DHR of the lot cov4129001, it was determined that no ncmr was associated with this lot. The product passed quality control criteria. Thirteen retention samples were tested with positive control by following the finished product release procedure and the sampling plan. All samples meet qc specifications, and no defects were observed. Five retention samples were tested with health donor swabs. All samples showed correct results. Based on the retention sample test results, the customer's complaint can't be confirmed. The following fields are updated: b4, "date of this report" - date of this follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - added "device evaluation" and "additional information." H3: retention lot was evaluated. H6 "adverse event problem" - event problem and evaluation codes are updated. H11 "additional narrative/data" - updated manufacturer's narrative.

Event description:
Invalid result(s). When the customer performed the test correctly, a red line appeared next to the t-line, and nothing next to the c-line. The customer confirmed that there was no visible line next to the c-line on the kit in question. The customer has thrown away the test cassettes in question.